Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was not charging. During troubleshooting, customer mentioned that his blood glucose level was 459 mg/dl and he treated with a bolus. Customer will not be returning the device for analysis.